Manufacturer narrative:
The stm used vice grips to pull out the broken screw from the machine chassis, and replaced the screw. The iabp passed all functional and safety tests and was returned to the customer for clinical use.

Event description:
During installation of the cardiosave intra-aortic balloon pump (iabp), the getinge service territory manager attempted to remove the pneumatic interface module (pim) to obtain the safety disk serial number, and noticed that the bottom right screw was hard to remove. When the stm tried to put the screw back in the head snapped off. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A supplemental report will be submitted on this oob failure after completion of getinge's investigation. The initial reporter named is a getinge employee who has different contact details from that of the event site. Please refer to the following email and phone number as contact information for the initial reporter: (B)(6).

Event description:
It was reported that during the installation of the cardiosave intra-aortic balloon pump (iabp) by a getinge service territory manager (stm), there was a broken screw in the pneumatic interface module (pim). There was no patient involvement, and no adverse event was reported. This is an out-of-box (oob) failure.